Manufacturer narrative:
Although, there was no reported injury in this case, the available info suggest a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
Acuity adds a fluence to non imrt field, this fluence belongs to another pt. The customer reports seeing irreg plans with a zigzag line in bev, indicating the presence of a fluence. Eclipse does not show an mlc object in the focus window, even though the mlc outline is visible in the bev. In rt chart, the mlc object is visible and the mlc can be exported. However, in irreg the mlc cannot be imported into that field because eclipse thinks (rightfully) than an mlc is present. But something is not right with it. It can't be deleted because it's not visible in the first place. (It is also impossible to insert a new mlc). The customer reports that they had this happen with irreg plans on a couple of occasions and once it happened for a non-imrt CT-based plan which (after simulation) had a fluence attached to one of the fields. We recognized this fluence as belonging to a breast pt who had been simulated earlier that day (with irregular surface compensator fluence) and this allowed us to understand at least a little bit of what is going on. There was no serious injury reported.